Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that trial patient thinks the leads are not in the right spot. Bowels are the consistency of pancake batter. Trial started (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.